Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: product family: dbs-extension, upn: (B)(4), model: nm-3138-55, serial: (B)(4), batch: 7075331.

Event description:
It was reported that the patient felt that the lead extensions were too tight and did not allow full range of motion at the neck. The patient underwent a revision procedure wherein the physician revised the lead extension and added a retention loop. The patient was doing well post-operatively.